Event description:
Boston scientific crm received info that the pt with this implantable cardioverter defibrillator (ICD) is deceased. Upon explant, this ICD was interrogated revealing twenty-four shocks in the ICD memory. Four shocks recorded out of range shock impedance measurements less than 20 ohms and 20 shocks recorded greater than 125 ohms. It was suspected the ICD detected the arrhythmia and delivered shocks, but the energy was not delivered to the myocardium due to a right ventricular (rv) lead fracture. The associated rv lead is competitor product. Therefore, the vf was not converted. It was suspected that the death was not related to this ICD. This ICD currently remains in possession of the pt's family and therefore, is not intended to be returned to boston scientific. Adverse pt event was death.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual inspection found multiple arc marks located on the back and the edge of the device case. A review of the device memory found four shorted lead faults dated on (B)(6) 2009. Testing of the shocking functions found that the defibrillator outputs were compromised. This damage is indicative of overstress damage incurred during high voltage shock delivery. The pacing functions were also tested and found to be able to produce pacing pulses. Laboratory analysis confirmed that the damage found on this device was a result of shock delivery on a fractured defibrillation lead.

Manufacturer narrative:
Should additional info become available, this event will updated and resubmitted.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) died. Upon explant, this ICD was interrogated revealing twenty-four shocks in the ICD memory. Four shocks recorded out of range shock impedance measurements less than 20 ohms and 20 shocks recorded greater than 125 ohms. It was suspected the ICD detected the arrhythmia and delivered shocks but the energy was not delivered to the myocardium due to a right ventricular (rv) lead fracture. Therefore, the arrhythmia was not converted. The associated rv lead is a competitor product and it was believed that the death was not related to this ICD. The device was explanted and initially remained in possession of the patient's family and therefore, was not intended to be returned to boston scientific. However, additional information was later reported that the ICD was returned for laboratory analysis per request from the patient's family.